Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was 67 mg/dl at the time of incident and current blood glucose level was 137 mg/dl. The customer was treated with food. The customer also reported that the time advance for one minute. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces.